Event description:
It was reported by the rep that the al236 was used during a CABG with "evh" procedure. It was reported that the instrument would not fire any clips. The firing handles seemed to work as normal, but when the vessels were inspected for clip security no clips had formed. There was no pt consequence.